Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿ nurse assessed patient and noticed the connection site was leaking. Medication was stopped and the tubing was changed, pca initiated. "